Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported leaking just above the upper fitment of primary tubing in critical care unit. A new bag of medication and IV tubing were required to reestablish therapy. There was no report of pt harm or medical intervention. No further pt/event info was provided.